Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units membrane status failed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10. H11 corrected sections: b5

Event description:
It was reported that during initial inspection installation, the cardiosave intra-aortic balloon pump (iabp) units membrane status failed.

Event description:
It was reported that during initial inspection installation, the cardiosave intra-aortic balloon pump (iabp) units membrane status failed. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10, h11 correction fields: d5, e2, e3, g2. Additional information: e1 ( event site state : (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit failed membrane test fail. A getinge field service engineer (fse) stated had received an new balloon pump model cardiosave with factory packaging for checking, quality control and functional tests of the equipment. Unfortunately, within service menu, patient interface module test, faults are detected in the safety disk, in the state of the membrane, therefore, the equipment cannot be delivered to the customer with this remark. To resolve the issue safety disk was replaced. The equipment was operational and ready to be used by the client. There was no patient involved. The defective components were received for further investigation. The failure analysis and testing department received the safety disk. This part was received with a reported unit failure message of test faults detected. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department verified the failure of membrane leak test with results of 17mmhg, the factory specification is +-6mmhg. Safety disk failed testing. Retained the safety disk in the fat dept. As per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.